Event description:
The device malfunction was based upon a report of discrepant results from the user facility. The failure investigation covered all known possible failure modes. The instrument did not report any processing errors, indicating that operation was appropriate. Investigation showed that a barcode reading error was not identified by the software. A computer hardware problem is suspected to be the cause since there were no software errors, or mechanical or electrical malfunctions. Changing of the computer hardware, including the motherboard and major circuitry corrected this problem which has been noticed no where else in operation worldwide.